Manufacturer narrative:
In general the use without water is not allowed as the water cools the handpiece and the treatment area. It ensures that the dentin is not getting too warm during the treatment which would cause that it dies off. The analysis of the handpiece showed that the bearings have been worn out and were getting hot during a test run. Also the chucking system was worn out and therefore not able to hold the tool anymore. Also the spray plate was clogged therefore no spray water was available. A circular groove worn into the inner push button showed that it got pressed while the instrument was spinning. This is a sign that is has been used to lift soft tissue (lip, cheek, tongue...) Away from treatment area. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The dental office informed that for the last 3 weeks of (B)(6) 2016 about 5 to 6 patients felt heat from handpiece during the treatment while being run without water. None of these patients have been burned.